Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. An angiogram evaluation approximately 4 years post-op showed the presence of a type ia endoleak. A re-intervention was performed; an additional aortic cuff was implanted without incident to resolve the endoleak. The patient was reported as stable post intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of type ia endoleak, secondary endovascular procedure and patient in favorable condition post re-intervention. Clinical also had substantial evidence to support the following additional finding of distal stent migration with sac growth. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss seal was unknown due to the lack of medical images surrounding the implant and the event. However, it was likely that the reported distal stent migration of the supra renal cuff contributed to this event. No procedure-, user or anatomy-related issues, or off-label and/or cautionary product use, or product-related harms could be determined. It was reported that the patient was discharged on the first post-operative day in stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
During clinical assessment the following additional events were discovered; distal stent migration of supra renal cuff with sac growth.

Manufacturer narrative:
At the completion of this investigation, based on the limited patient information available, the clinical assessment was able to confirm a type 3a endoleak with partial component separation. The clinical evaluation additionally identified the following potential contributing factors to the reported event; suboptimal overlap of components at initial procedure and the patient antiplatelet therapy. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The hospital did not return the event devices for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.